Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that she lost the cap to be used with her onetouch mini lancer device which prevented her from testing. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred three months prior to contacting lfs. The patient reported that she manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of ¿glucocid 850mg tablets¿ in response to the alleged issue. The patient reported that ¿2 months¿ after the alleged issue occurred she developed symptoms of ¿dry mouth and goosebumps¿ and that on (B)(6) 2016 at 11pm she visited an emergency room where she had her blood glucose tested on a lab device, which gave a result of ¿367 mg/dl¿ and she received treatment with insulin, but could not specify the dose or type. During troubleshooting the cca noted that the correct cap had been used and the issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hyperglycemic event, and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.